Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.

Event description:
On (B)(6) 2026, this report was received regarding a 73-year-old female consumer in the us in association with a thermacare lower back and hip heat wrap. Approximately at noon on (B)(6) 2026, the consumer applied a thermacare lower back and hip heat wrap to her back for an unspecified indication. A few hours after using the product, the consumer experienced irritation or pain in the area. The product was removed and the area was red and it looked like a chemical burn. She noted she experienced burns on her lower back with burn patches with blisters developing later that day. For treatment she used a burn cream. At the time of the report, the blisters were still present. No additional information was provided.